Event description:
It was reported that an asymptomatic patient presented in-clinic with multiple non-sustained right ventricular oversensing episodes. The device was post-paced t-wave oversensing on the ventricular lead. Programming changes were discussed with the physician. Programming changes were made to the device and no new episodes have occurred. The patient was fine after reprogramming.